Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. The meter's serial number (B)(4) recorded by the customer is not a valid serial number. A follow-up report will be submitted if the meter is returned with the valid serial number. Customers and retailers have been informed through the fa16may2006 letter.